Event description:
It was reported that during implant, the attempted lead was defective. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
Follow up was attempted but no additional information was available about what the specific suspected defect was.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.